Event description:
Customer advised that a patient presented with abdominal pain eight months after implantation of surgical mesh for repair of a ventral hernia. A cat scan revealed bowel obstruction and adhesions. The patient was taken to surgery, adhesions lysed and the mesh excised. The patient was closed using a competative product.

Manufacturer narrative:
No conclusion can be drawn at this time. Should aditional information be obtained, a supplemental 3500a form will be submitted accordingly.